Event description:
This solicited case report from a consumer in the united states was detected on (B)(4) 2014 via (B)(6). The report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009, procedure was very painful, since insertion she experienced pain in pelvic area, it hurts when she is sitting or walking, mild endometriosis was detected, she had painful cramping that made her lose her breath sometimes, it was painful during intercourse, periods were painful, legs feel tired all the time, she had bad headaches, and feels depressed. Follow-up information was received on 15-oct-2014. She had essure (permanent birth control) implanted which her body was rejecting and was experiencing pelvic pain since she got them in 2008. She woke up with shooting pain in pelvic area and the hip. She stated that the only safe way to remove essure coils was taking uterus and the tubes together. She was scared of the life after hysterectomy. She was also scared of gaining weight, going into early menopause, not having sex life, but she cannot live with the pain she was feeling at the time of this report, it hurts when she was sitting, she felt like someone was stabbing her down, the sex was not all that enjoyable because of the pain. She was feeling scared, scared, scared. No further information was provided. Follow up information received 22-oct-2014: consumer stated that she is going to have x-ray performed before surgery to make sure where the coils are located. No further information was provided. Follow up 05.nov.2014: follow up information provided by consumer. Case upgraded from non incident to incident. Consumer reported that in 2008 she had essure implanted because her old obstetric talked her into it. Since then her symptoms started slowly 6 months to a year after the procedure was done and her health started going down. Prior to the procedure she went to doctor for her routine annual physicals only but after 2008 she had seen urologist, gastroenterologist and was told she should see rheumatologist. Obstetric visits, tests, etc. It started with pelvic pains (dull, sharp, stabbing, cramping. Etc.). Her new doctor told her it would be probably endometriosis and she did laparoscopy (no results mentioned). She was told it was mild case after the surgery and she wasn't sure if that was causing her pain. After that surgery she got hernia above her belly button and had to have surgery but the hernia came back one year later and she had to have another surgery a couple years after that. She decided to go back to the doctor and to find out what was going on with her. Her obstetric suggested laparoscopy to check endometriosis but this time she said no. She sent her to urologist. Urologist said that her pelvic muscles were inflamed and that she needed a physical therapy. During the 5 months of the painful therapy she also did trigger point injections to her pelvic muscles two different times. She was also sent to gastroenterologist and she was told she had ibs (irritable bowel syndrome). Her body felt tired all the time and she had no energy. She gained 40 pounds since the essure and was diagnosed with depression. Consumer never connected dots that her issues could be related to essure until she saw on tv how many women developed the same issues after the coils were implanted in their bodies. She started her research and she was shocked. She was angry that her old obstetrics never told her about any side effects and she was never tested for nickel allergy. So, she was not sure if she had allergic reaction to the metals in coils. She was happy that she found the doctor that was aware of the essure complications and side effects and how it could be the cause of her health issues. He agreed that essure had to come out and told her that the safest way to remove coils was by removing tubes and the uterus as a whole. This way the risk of the fragments being left behind is minimized. Her surgery was scheduled for (B)(6) 2014 (tlh, total laparoscopic hysterectomy, keeping 1 or both ovaries) and she was getting really nervous. She was scared of complications, long term side effects and that she was going to regret having hysterectomy. The product technical complaint investigation and final assessment were received on (B)(4) 2014. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded an unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information received on 25-nov-2014. The consumer stated that her surgery was schedule for (B)(6) and her uterus, cervix and tubes would be removed. Company causality comment: this solicited case report, received via social media, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvic area, hurts when she was sitting or walking, pelvic pains, dull, sharp, stabbing, cramping and hernia came back one year and she had to have another surgery. The events that were interpreted as pelvic pains and umbilical hernia repair are serious due their medical importance. The pelvic pain is listed, while the umbilical hernia is unlisted in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer started to experience pelvic pains since insertion which was initially diagnosed as endometriosis by her physician, as suspicion of inflammation in pelvic muscles by urologist and as irritable bowel syndrome by the gastroenterologist. Endometriosis could be the cause of this intense pelvic pain. However, a contributory role of essure cannot be excluded and causality is assessed as related to essure use. During essure use, she also experienced two episodes of umbilical hernia that were corrected with surgery. Given the nature of umbilical hernias, this event is considered unrelated to essure. Considering a laparoscopy was performed, the case is regarded as incident. Additionally non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit.

Manufacturer narrative:
Follow up information received on 10-dec-2014 from consumer: she stated via social media that she hope she get her energy back. She gained (B)(6) since essure was implanted 6 years ago and hopefully by removing this toxic out of her body she will get her life back. She hopes that it will get better after the hysterectomy, which was planned for (B)(6) 2014. Follow-up received on 29-dec-2014 (posted online by consumer): the consumer had a hysterectomy performed on (B)(6) 2014 to remove essure; her cervix, uterus and fallopian tubes were removed during surgery. The pathology report indicated high grade squamous intraepithelial lesion/cin 3 and she was shocked because she had a pap smear and a hpv test performed in (B)(6) 2013 and everything was normal at that time. She will continue to monitor her status in order to make sure that precancerous cells will not return. Company causality comment: this solicited case report, received via social media, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvic area, hurts when she was sitting or walking (pelvic pains, dull, sharp, stabbing, cramping); she was submitted to hysterectomy and the pathology report showed high grade squamous intraepithelial lesion/cin 3. Additionally she stated her hernia came back one year later and she had to have another surgery. All above mention events are serious due their medical importance. Pelvic pain is listed, while hernia repair and cervical dysplasia are unlisted in essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer started to experience pelvic pains since insertion which was initially diagnosed as endometriosis by her physician, as suspicion of inflammation in pelvic muscles by urologist and as irritable bowel syndrome by the gastroenterologist. Endometriosis could be the cause of this intense pelvic pain. However, a contributory role of essure cannot be excluded and causality is assessed as related to essure use. Regarding umbilical hernia and cervical dysplasia, given their nature they were considered unrelated to essure. Considering a hysterectomy was performed, the case is regarded as incident. Additionally non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.